Manufacturer narrative:
The investigation found the growth curves for the samples were late but showed amplification. The positive control target for sars-cov2 was robust and sigmoidal, indicating the assay was working as expected. There were samples with strong, early amplification indicating that samples of a high viral titer were also tested at the same time, therefore contamination due to suboptimal sample handling cannot be ruled out. The investigation did not identify a product problem.

Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted as it is unknown if the results were reported to the patient and/or medical personnel. The serial number of the cobas 6800 is (B)(6). The investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for 6 patient samples while using the cobas® sars-cov-2 duo test on the cobas® 58/68/8800 systems. The alleged samples initially generated a positive result for sars-cov-2. The samples were not retested on the cobas® 6800 system. The next day, fresh samples from the same patients were tested using the lumipulse and the fujirebio quantitative antigen tests which yielded negative results for sars-cov-2. It is unknown if the results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue.